Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized due to bronchitis. Per medical records, the pt was hospitalized for possible healthcare-associated pneumonia. The pt had a several day history of cough, wheezing, fever, sore throat and occasional sputum production. She was originally treated with rocephin and levaquin. On (B)(6) 2014, the pt presented to the ER with worsening of wheezing and fever of 102 f. She was admitted and started on a healthcare-associated pneumonia regimen of maxipime and tobramycin. She was also given solumedrol for her bronchospasms. Chest c-ray did not show definite pneumonia. She had gradual improvement and was discharged on (B)(6) 2014 in stable condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of physician's assessment of the reported info and completion of the plant's investigation. Related mdrs: 2937457-2014-00744, 8030665-2014-00341, and 1713747-2014-99955.